Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available data confirmed the increase of pacing impedance up to 1545 ohms. Furthermore artifacts on the rv channel could be observed which led to vf detection and shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - the patient presented to the ER after receiving four shocked from his device. Upon interrogation, seven different episodes of detections in the vf zone were discovered. All episodes show noise on the rv lead and that was the cause of the inappropriate shocks. Sensing was found to be normal. Rv pacing impedance had jumped from 430 ohms at last follow-up to 1545 ohms. The field rep was unable to perform rv pacing threshold due to the fact that noise would occur immediately after the rep would press the "start" button on the threshold test screen. The patient was implanted with a new rv lead and upgraded to a full crt system on (B)(6) 2015. The old electrode was capped. It will, therefore, not be returned to biotronik.